Manufacturer narrative:
The reported events of failure to capture, low lead impedance and sensing r-wave amplitude variation were not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic with complaint of midsternal pulsating, sensing amplitude variation on the right ventricular (rv) lead was noted. Low impedance and loss of capture at maximum out was also noted. Programming changes were made. The lead was explanted and replaced. The patient was stable.